Event description:
It was reported that the insulin pump was exposed to water, and the customer requested to have a functional testing on the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a corroded electronic assembly.